Manufacturer narrative:
After initial onsite investigation by the draeger service technician, it was found that the incorrect measurement was due to a faulty ibp adapter cable. The issue was reproducible when connecting the cable to another channel. It could not be reproduced with other adapter cables. There was no issue with the zeroing or the m540. The cited material was requested for further investigation, however the material was lost. The root cause of the adapter cable failure could not be determined.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that the arterial pressure of channel a measured by a quad hemo was only about half of the actual pressure. Zero compensation was performed properly before measurement. The patient was treated medicinally due to the incorrect measurement. There was no patient injury reported. The patient did not suffer any permanent damage.